Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10014914 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as syr psd microbore tubing was cracked and leaked during the infusion. This complaint was created to capture the 6th of 10 related incidents. The following information was provided by the initial reporter: "tubing was found to be cracked at the female luer lock end and the infusion was leaking out at the crack."